Event description:
Covidien rec'd the following report: caller stated that the endotracheal tube occluded during pt use. Caller stated that the pt was extubated and the pt coded. Caller stated that the staff was prepared to reintubate with a replacement tube but the family requested that the pt not be reintubated and subsequently the pt expired. Efforts to collect add'l info surrounding the circumstances of this report are ongoing.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned however, covidien is attempting to gather add'l info and confirmation of the sample being made available for analysis.